Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04-mar-2019 with the following findings: a visual inspection of the pump revealed the battery compartment had multiple cracks and the returned battery cap had stripped threads. The battery cap was unable to fit securely to maintain an electrical connection; using a test battery cap, the pump powered on normally with no alarms, indicating that there was power to the pump. The pump was exercised for 12 hours with no power interruptions occurring. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power. It was also noted that the battery compartment and battery cap were cracked. The battery cap was unable to be fully tightened to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.